Event description:
The customer reported obtaining an erroneously low sodium (na) result for one (1) patient sample involving the unicel dxc 600 synchron system. The customer stated that the result was not reported out of the laboratory. The customer repeated the sample on an alternate instrument when the issue was noticed and reported the repeat result out of the laboratory. The customer obtained an original na result of 138 mmol/l with a repeat result of 143 mmol/l. Quality control (qc) results prior to the event were within the laboratory's established ranges. Low level qc dropped lower at greater than 2 standard deviations from the previous data point following the event. High and mid level qc dropped only 2 mmol/l. The customer stated the automated twice weekly maintenance procedure had been performed earlier, but qc results following maintenance were within the established ranges. The low sodium result was generated after the maintenance.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, cleaned the electrolytes injection cup (eic), and replaced the sodium (na) electrode to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode for this event is unknown; it could not be confirmed if the replaced electrode may have attributed to the event.